Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. Device has been repaired but not returned to the customer, pending customer approval of estimate.

Event description:
The MFR received info alleging a ventilator fails to charge its internal battery. There was no harm or injury reported.